Event description:
Wife reported that patient has stage 4 cancer on the kidney, liver, lungs and head. First time filling with walgreens. Freq: inject 1 syringe intra-articularly into the left knee once. Prescriber contact information: (B)(6).